Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow-up in clinic, loss of capture on right ventricular lead was observed. The lead was re-positioned successfully on (B)(6) 2018. Patient¿s condition was stable.